Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented to the clinic after receiving a device notifier alert. Upon interrogation, the left ventricular lead exhibited high pacing impedance and high capture thresholds. The patient was asymptomatic. The device was reprogrammed to a different vector resolving the issue. X-ray was performed; the lead had not dislodged and showed no damage.